Event description:
The following information was reported to gore: on (B)(6) 2023, this patient underwent an endovascular treatment for abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. In (B)(6) 2025, a follow-up CT scan showed that the trunk-ipsilateral leg and aortic extender migrated proximally for approximately 5 mm and partially (90%) covered the renal arteries. On (B)(6) 2025, a reintervention was performed. Bare-metal stents were implanted in the bilateral renal arteries. The reporting physician commented as follows: the aortic aneurysm diameter decreased by approximately 1 cm, which likely caused the device¿previously flexed within the aneurysm¿to attempt to straighten and migrate proximally. (Possibly migrated due to reduced space following aneurysm shrinkage.) The left renal artery had pre-existing stenosis, and the decline in renal function is considered to be due to progression of this underlying stenotic lesion rather than coverage by the device.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: investigation findings and conclusions were updated to reflect results of the investigation. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Imaging evaluation: the evaluation of the provided images is consistent with the reported failure mode that the devices migrated proximally partially covering the renal arteries; however, the distance the devices migrated cannot be confirmed from the provided images. The images dated on (B)(6) 2023 show the stent graft landing at approximately the level of mid right renal artery and at the top level of the left renal artery. Then the images on (B)(6) 2025 shows the stent graft at the level of the top right renal artery while the left renal artery is not visible. IFU statements: instructions for use of gore® excluder® aaa endoprosthesis indicate that trunk-ipsilateral leg and aortic extender of 23 mm diameter are intended for aorta diameters of 19 ¿ 21 mm, while the patient's aortic neck had a diameter of 16.5 ¿ 17.4 mm in this case.